Manufacturer narrative:
Although the left femoral component was not returned, the fact that they returned the right femoral component from which they removed the screw to use with the left component, confirms the issue. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. As the issue identified upon opening package and upon fact that the donor device is returned, the reported issue may have occurred during manufacturing process. So the root cause for the reported issue can be manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the implant was missing a set screw. The missing screw set was taken from a another packaged device and utilized for the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: corrected: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.